Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment in an elective open repair of a right inguinoscrotal groin hernia. The device was fastened with stainless steel screw tack fasteners. In (B)(6) and (B)(6) 2015, the patient experienced infected/inflamed mesh, pain, and discomfort. A CT scan in (B)(6) 2015 showed inflammation at the site of the repair with fluid collection. There was a possible small fluid collection abutting the superficial aspect of the mesh. Keflex was prescribed. Wound breakdown with discharge was noted in (B)(6) 2015, and swab testing showed (B)(6) as well as a group b streptococcus. In (B)(6) 2015 the patient had a small discharging sinus associated with the hernia repair which had been ongoing for a year with a large area of swelling and a new area of pus discharge over the pubic tubercle. In (B)(6) 2015 a right inguinal exploration was performed with drainage of abscess and drain insertion. Infected mesh was found, and any non-integrated mesh was removed. Further keflex was prescribed. In (B)(6) 2016 the physician administered clindamycin due to continued infection. A seroma was identified via MRI on (B)(6) 2016. Green puss discharge from the hernia surgery was noted on (B)(6) 2018. The patient experienced scarring, psychological issues, a sinus opening at the lateral end of a large inguinal scar, a ruptured blood vessel, fevers, and night sweats. The patient continues to experience relentless infection, depression, anxiety, fatigue, pain, fever, and limited physical capability/mobility.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment in an elective open repair of a right inguinoscrotal groin hernia. The device was fastened with stainless steel screw tack fasteners. In (B)(6) 2015, the patient experienced infected/inflamed mesh, pain, and discomfort. A CT scan in (B)(6) 2015 showed inflammation at the site of the repair with fluid collection. There was a possible small fluid collection abutting the superficial aspect of the mesh. Keflex was prescribed. Wound breakdown with discharge was noted in july 2015, and swab testing showed multi-resistant staphylococcus aureus (mrs) as well as a group b streptococcus. In (B)(6) 2015 the patient had a small discharging sinus associated with the hernia repair which had been ongoing for a year with a large area of swelling and a new area of pus discharge over the pubic tubercle. In november 2015 a right inguinal exploration was performed with drainage of abscess and drain insertion. Infected mesh was found, and any non-integrated mesh was removed. Further keflex was prescribed. In (B)(6) 2016 the physician administered clindamycin due to continued infection. A seroma was identified via MRI on august 2016. Green puss discharge from the hernia surgery was noted on june 2018. The patient experienced scarring, psychological issues, a sinus opening at the lateral end of a large inguinal scar, a ruptured blood vessel, fevers, and night sweats. The patient continues to experience relentless infection, depression, anxiety, fatigue, pain, fever, and limited physical capability/mobility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.